Event description:
It was reported that during a ptca/stent procedure in the proximal to mid lad with mild tortuosity and calcification, the balloon catheter was used to pre-dilate the lesion. As the lesion was being dilated, a dissection occurred. A stent was used to treat the dissection.